Event description:
It was reported that the user experienced hyperglycemia while using the ilet after an infusion set was deployed incorrectly, as the needle cover on the prior inset had not been removed and insulin leaked, resulting in interrupted insulin delivery; troubleshooting and education were completed, and insulin delivery was resumed. Symptoms included no reported clinical symptoms despite a blood glucose of 334 mg/dl. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included customer interview and troubleshooting assistance. Investigation of this case revealed user handling error related to infusion set deployment and connection. It was concluded that the event was attributable to user technique with the infusion set rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.